Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the lunderquist guidewire perforated the left ventricle. Subsequently, the perforation was surgically repaired however there was still bleeding. Hours after implant, the patient died. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).